Event description:
Central monitor in the ICU failed. Md attempting to look at previous rhythm strips using the full disclosure application. She managed to look at the rhythm using the arrhythmia recall. However she still wanted to use full disclosure so she called the manufacturer who walked her through using the mouse. Md still having problems so she contacted another representative who continued to guide her through the process to disconnect and connect the cables. At that time the central station went blank and the patients' data disappeared and 'not connected' keys kept blinking on the monitor/display. The manufacturer was unable to reconnect and is sending a loaner.